Manufacturer narrative:
According to the received information from the field, damage to the active electrode likely caused by the reported trauma, is suspected. In addition, during implantation surgery four channels were left outside of cochlea, however latest imaging confirmed five to six channels being out of cochlea. A slight migration of the active electrode can be concluded, which might have contributed to the lack of benefit. A date for surgery has not been made available yet.

Event description:
The parents of the user reported a head trauma. The hearing performance is affected. Re-implantation considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent's of the user reported a head trauma. The hearing performance is affected. Re-implantation considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. In addition, during initial implantation four channels were left outside of cochlea, however latest imaging confirmed five to six channels being out of cochlea. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The parents of the user reported a head trauma. The hearing performance is affected. The user has been re-implanted.